Manufacturer narrative:
(B)(4). The explanted device was not returned to edwards for analysis. Without the return of the device, the root cause of this event cannot be assessed. Although the root cause of this event cannot be confirmed, the health care provided indicated the source of infection was recurrent and possibly due to a pacemaker lead infection. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Endocarditis is typically classified as either infective or non-infective, depending on whether a microorganism is the source of the inflammation or not. Endocarditis is often associated with nosocomial (i.e. Hospital-acquired) sources. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. In this event, the patient was diagnosed with staph septicemia. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
It was reported that a (B)(6) male underwent a valve explant after an implant duration of approximately two (2) years. Through follow up with the health care provider, it was learned that the reason for explant was due to endocarditis and regurgitation. In 2011, the patient had acute aortic valve endocarditis with enterococcus and subsequently underwent aortic valve replacement. The patient now presents with recurrent acute bacterial endocarditis with infection of the previously-placed aortic prosthesis and large vegetations. As well, the patient has a recurrent urinary tract infection with probable staph septicemia. During the procedure, severe vegetations were present on the undersurface of the valve. This valve was removed and 27 mm carpentier-edwards perimount aortic pericardial bioprosthesis was implanted. With the valve in place and functioning normally, the patient was removed from cardiopulmonary bypass. He was then "transferred to the intensive care unit with a normal function aortic prosthesis and no evidence of residual infection."